Event description:
As reported to coloplast though not verified, patient had a transoburator tape and anterior repair performed in 2009. Erosion of the tape was noted in (B)(6) 2012. Patient complained of vaginal discomfort, discharge, bleeding & dyspareunia. Excision of the eroded vaginal portion of the tape was performed under general anaesthesia.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.